Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord was repaired during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9800 system shut down with a high heat error message during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.